Event description:
A vaxcel mini port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate. The procedure was completed with the defective device.